Manufacturer narrative:
(B)(4). The device was manufactured in may of 2013. Evaluation summary: the device was returned to baxter, and an evaluation was performed to investigate the reported issue. A simulated therapy was performed successfully using the returned device. A visual inspection, functional testing, and electrical testing were performed with no issues noted. A review of the event history log was performed and revealed no alarms/failure codes that would indicate the reported problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted, and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution was over heated on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.